Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high and low blood glucose in the past and was hospitalized but never reported it. Customer reported of being in a vehicle accident due to high blood glucose. Customer reported to have been hospitalized as a result in 2012 or 2013; customer was not sure which. Customer was hospitalized for two to three days. Customer was treated with IV. Customer was off of insulin pump for less than 24 hours prior to hospitalization. Customer also reported to have been hospitalized in 2014 due to low blood glucose.